Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china during patient treatment. It was reported that the rotaflow powered off unintentionally immediately when switched to battery mode, stopping the pump. The rotaflow was then exchanged with a backup device. Furthermore, it was reported that the ac indicator led is not lighting up, and that the closing assy is broken. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the rotaflow console (rfc) powered off unintentionally due to battery failure. The pump stopped. The rotaflow was then exchanged with a backup device and treatment continued with no consequences for the patient. Furthermore, it was reported that the ac (alternating current) power led (light emitting diode) on the rotaflow console was not lighting up, and that the closing assy on the rotaflow drive (rfd) was broken. No harm to any person has been reported. A getinge service technician investigated the rotaflow console s/n (B)(6) and the rotaflow drive s/n (B)(6). The technician confirmed the reported failures and replaced the "rfc display board" (part# 701034016), "battery pack with fuse" (material# 701017188), and "rfd closing assy" (material# 701011680). After the replacements both devices are working as intended. The most probable root cause for the error "battery failure" could be determined as the lifetime of the battery was passed and replacement overdue. The battery had reached the end of its useful life. The battery had never been replaced since the original installation of the device in december 2015. A similar complaint has been investigated for the reported failure "ac led not lighting up" in getinge life-cycle-engineering (lce): the most probable root cause could be determined as corrosion on the rfc display board. The led could not be activated anymore. The corrosion on the rfc display board is probably due to liquid. The liquid could have been entered through the frames of the led displays, which are embedded in the front panel of the rotaflow. A similar complaint has been investigated for the reported failure "closing assy broken" in getinge life-cycle-engineering (lce): the most probable root causes were identified as: - use of excessive force. - weakening due to manufacturing errors (air inclusions). - weakening due to aging. Uv light (sun) or contact with chemicals. Based on these investigation results the reported failures "battery failure", "ac power led defective", and "closing assy broken" could be confirmed. The rotaflow console in question was produced on 2015-12-03. A review of non-conformities was performed on 2023-08-30, and during the time from 2015-12-03 to 2023-08-30 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced on 2015-09-28. A review of non-conformities was performed on 2023-08-30, and during the time from 2015-09-28 to 2023-08-30 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).